Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation of the device, the reported issue was unable to be reproduced and they keypad functioned as intended. A review of the event history log revealed evidence of the customer reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined as the device passed keypad testing. No further corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an error key was stuck on a spectrum iq pump during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.